Event description:
Caller reported receiving a minimum fill notification. There was no adverse impact to the customer's blood glucose level. The customer successfully addressed the issue by following instructions to remove the pump from its case, clean the pneumatic tap area, and reload the cartridge, allowing them to resume insulin delivery successfully.